Event description:
The manufacturer received info alleging a ventilator would not cycle into exhalation. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. During operational check of the ventilator the service technician observed a low oxygenation concentration due to a faulty oxygen valve and an airway assembly tubing leak. The device's oxygen airway assembly and oxygen valve were replaced to address these issues. The manufacturer could not confirm or duplicate the customer's initial complaint that the device would not cycle.